Event description:
It was reported that the insulin gauge was inaccurate. Customer continued to use the existing cartridge. Customer was unable to further troubleshoot, as pump was being replaced for another issue. Customer¿s blood glucose level was 300-400 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.